Event description:
The customer reported that his olympus hd autoclavable camera head had a loose contact discovered during a procedure, causing the image to intermittently drop. According to the initial reporter, this had no effect on the procedure, patient, or user.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since image noise was caused by a cable failure, it is likely that a temporary image interruption occurred due to a communication failure caused by the cable failure. However, the specific root cause could not be determined at this time. Regarding the cable damage, the following descriptions are found in the instructions for use (IFU) of the product at the time of shipment. It is determined that the indicated event can be prevented by this: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A severely twisted cable unit was discovered and caused the reported failure mode. Additionally, the second button was found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.